Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was completely separated from each of five (5) minicaps. There was patient involvement but no patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
The actual devices were not available; however, photographs of the samples were provided for evaluation. Visual inspection of the photographs were performed and the sponge was found fully separated from the cap on all samples. The reported condition was verified. The direct cause of the event was determined to be mishandling during distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.